Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced discomfort at the ipg site. As a result, patient underwent surgical intervention on (B)(6) 2020 where the ipg pocket site was relocated and addressed the issue.